Manufacturer narrative:
The reported event that targeting arm t2 prox. Hum. Contributed to distal misdrilling / problems during drilling distal misdrilling / problems during drilling could not be confirmed, since the product was returned for evaluation and was found to be fully functional. The batch record could not be reviewed because although the affected device was returned, the lot number was not engraved and was not communicated as well. Visual inspection of the targeting arm received showed traces of a high and frequent use. The discoloration of the former white printing indicated a high number of sterilization cycles. A visible damage of the device could not be identified. A functional test regarding the targeting arm (simulation of the pre-operative check that is required as per our instructions for use (IFU)) was performed in order to reproduce the event. The test set up was completed with sample devices (ph nail short, nail adapter, nut t2, nail holding screw, drill and drill sleeves). Result: the drill could be passed through the drill holes while checking all possible locking options without any contacts to the nail. The alleged misdrilling could neither be verified nor reproduced. In addition, the test revealed the bores and the safety clips being fully functional in terms of clamping function - the clips kept the protection sleeve firmly in position as intended. The function of the targeting arm received was fully given. Potential causes of misaligned drilling are various: ¿deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. ¿loosening of the connection between nail / nail holding screw (will lead to potential misalignment of nail and drill). ¿no use of drill with center tip / unfavorable bone contour. ¿drilling without drill guiding sleeve. ¿using blunt or damaged drill. ¿high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Potentially reduced accuracy in guidance is usually found during functional check (required as per IFU). In case of any deviation it is realized prior to use. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. Although an exact root cause could not be determined the alleged event was most likely caused due to a suboptimal intra-operative procedure. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
During t2 proximal humerus surgery, miss drilling occurred in distal 2 holes despite using targeting device.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
During t2 proximal humerus surgery, miss drilling occurred in distal 2 holes despite using targeting device.